Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). Investigation summary: according to the information received, it was reported that during the acl reconstruction surgery, the needle could not pass through the sleeve tube. The sleeve tubes and the cross pins were returned to mitek for evaluation. Mitek then conducted visual inspection of the devices received. Visual analysis of the returned device, determined that the cross pins were jammed inside of the sleeve tubes. Biological residues were detected inside of the sleeve tubes. In addition, the sleeve tubes, presented scratches and signs of wear. One device was opened. As result, the cross pin can be released from the sleeve tube and any physical damage on the cross pin was observed. A manufacturing record evaluation was performed for the finished device lot number: 6l38099, and no non-conformances were identified. The complaint can be confirmed. Based on the information currently available. Product evaluation of the returned devices indicates that the cross pins could have being jammed due to the biological residues during or after the procedure. As per IFU-104144, indicate the instructions for user to handle the devices at the fixation phase. Using the graft sizing block, measure the diameter of the graft. Attach the appropriate size femoral rod to the guide body and insert the guide pin into the femoral tunnel. Due to the satisfactory measurements of the diameters that were taken in the cross pin and in the sleeve tube; in this case, it can be concluded that root cause of the failure reported is due to the biological residues that were found inside of the devices. However; it cannot be conclusively affirmed. As part of mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications at this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported by the customer in (B)(6) that during an anterior cruciate ligament reconstruction procedure on (B)(6) 2021, it was observed that the needle could not pass through the sleeve tube on the anchor device. During in-house engineering evaluation, it was determined that the cross pins were jammed inside the sleeve tubes on the device. Another like device was used to complete the procedure. There was no surgical delay nor adverse patient consequences reported. No additional information was provided.